Event description:
It was reported by service report that the load cells were not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by account personnel. Results - all four load cells had to be replaced. Conclusion- four load cells on order to ship to customer for installation.